Manufacturer narrative:
The investigation included a review of the customer's qc and calibration data. There were no issues found. A general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace, pre-analytical and instrument data did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient sample tested on a cobas 6000 e601 module. The initial result was not reported outside of the laboratory. The initial result at 10:27 using a hitachi cup was 12.37 ng/ml. The repeat result at 10:59 using a primary tube was 2.72 ng/ml. The repeat result at 11:28 using a sample from the primary tube placed into a new hitachi cup was 12.33 ng/ml. The repeat result at 11:28 using a primary tube was 2.80 ng/ml. The reagent lot number is 570444. The expiration date is 31-jan-2023.